Event description:
Caller reported discrepant results for troponin I (tni) between triage cardiac panel 25 test and beckman access. Customer stated about 8 out of 159 pt samples came up with discrepant results when tested against the beckman access. The cutoff for the triage is <0.05 and the cutoff for beckman is <0.1.

Manufacturer narrative:
Info follows: retain testing of devices showed zero occurrences of false negative or positive tni results. Product support could not confirm the customer's observation without return of pt sample(s). A review of mfg data showed that troponin I recovery was within mfg specifications. No product deficiency was established. However, because of an increased trend of complaints for discrepant tni results, an issue report was opened in order to pursue further investigation. (B)(4).